Event description:
At about 7 months after the primary, the patient came in reporting pain and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 january 2024. Lot 2112621: 25 items manufactured and released on 29-nov-2021. Expiration date: 2026-11-14. No anomalies found related to the problem. To date, 23 items of the same lot have been sold without any similar reported event during the period of review. Additional involved implant. Batch review performed on 19 january 2024 on gmk-sphere 02.12.e002rp patella resurfacing size 2 e-cross (k202022) lot. 2242107 lot 2242107: (B)(4) items manufactured and released on 05-dec-2022. Expiration date: 2027-11-22. No anomalies found related to the problem. To date, 104 items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 19 january 2024 on gmk-sphere 02.12.0724l femoral component sphere tinbn coated size 4+ l (k202684) lot. 2205191, lot 2205191: (B)(4) items manufactured and released on 05-july-2022. Expiration date: 2027-06-22. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 19 january 2024 on gmk-sphere 02.07.2804l tibial tray fixed cemented size 4 l tinbn coated (k202684) lot. 2118549, lot 2118549: (B)(4) items manufactured and released on 23-june-2022. Expiration date: 2027-06-07. No anomalies found related to the problem. To date, 20 items of the same lot have been sold without any similar reported event during the period of review.